Manufacturer narrative:
Based on the information provided by the patient, there is no conclusive evidence that supports or opposes the fact that the aligners caused, contributed, or would likely cause or contribute to the reported event. This event is being filed as a MDR since the patient reported symptoms or physiological conditions related to bone loss. Clear aligners to do not cause bone loss. Our orthodontist, dr. D'avanzo did not see substantial bone loss over time. He does not believe that the patient's loose teeth are related to bone loss, but simply to orthodontic treatment. He does not believe that this patient has a dental problem at all.

Event description:
Patient reported the following: I went to the dentist today to get my teeth cleaned. Due to candid aligners I have severe bone loss and loose teeth. I have to see an orthodontist next week and then possibly a periodontist for grafts. It was recommended I stop wearing them immediately.